Event description:
The customer reported that during a sub-total gastrectomy, after the sealing was completed, the knife blade would not slide in the jaws and could not cut the tissue. The surgeon removed the device from the patient tissue with no damage, and nothing fell into the patient cavity. A new device was opened to complete the procedure. There was no injury to the patient. Upon receipt of the device for eval at covidien, the knife blade was found to be broken off and missing from the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.